Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used partial enlite sensor was inspected and it was found that the cannula was bent and retracted inside of the sensor base. It could not be confirmed that the customer received the sensor in said condition due to it being returned opened and used. No needle was returned.

Event description:
It was reported the customer inserted the sensor in abdomen with the serter. The insulin pump kept device alarming lost sensor and antenna was solid icon was never displayed. Test plugged perform procedures was performed and minilink led did not blink when sensor was connected again to sensor. Customer was advised to remove the sensor. The sensor did not have a cannula. Customer's blood glucose was unknown. No further information reported.